Manufacturer narrative:
As reported, optifix straight fastener deployed broken fastener at the cooper¿s ligament. Evaluation of the sample finds for significantly bent guide wire and backup tabs. The reported deployment of a broken fastener is a known result of bent guide wire and bent backup tabs presenting in use. The components are found to be bent from applied forces when in use at the cooper's ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength" and "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ note: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Sample evaluated.

Event description:
As reported, during a inguinal hernia repair procedure, the surgeon tried to fixate 3dmax light mesh using optifix fixation device. It was reported that after six fasteners successfully fixated the mesh, the device deployed a broken fastener at the cooper¿s ligament which was removed from patient's body. It was also reported that the device did not deploy any fastener after the broken fastener. The procedure was completed by using a sorbafix enhanced fixation device. There was no reported patient injury.